Manufacturer narrative:
Concomitant medical product: biotronik lead, implanted: , biotronik lead, implanted:... A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were noisy episodes on the right ventricular (rv) lead channel one day after implant and no pacing was delivered. The device was reprogrammed in aai mode and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.